Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"Partial thyroidectomy"- "towards the end of the case the scrub tech was cleaning the jaws by wiping with a wet raytek, as she had all case long and prior cases, when she stated the device shocked her. The surgeon continued to use the device and had no issues nor did the tech when she cleaned again." Patient status - no patient injury.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted eschar buildup on the jaws. The log of the device activations, which is stored on a microchip within the device, was analyzed and all activations showed that the seal cycle completed. If energy had been flowing during the shock, an error would have shown up on the log. Therefore, it is unlikely that unwanted energy flowed to the device during the shock. The root cause of the event is likely due to electrostatic discharge (esd). It is possible that the cable could have been charged due to cleaning or charge from the nursing staff could have discharged to the device. Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary. Additional information requested and received.

Event description:
Applied medical received additional information on oct 25,2016: when the device was being cleaned it was held in the open position. The raytek was not being clasped in the jaws and the user did not intentionally activate the hand piece. When the malfunction took place the scrub tech was wearing gloves. The shock was not visible by the eye in the form of an arch or by the generator starting a seal cycle visually or audibly, but the user felt the shock. Applied medical received additional information on oct 30,2016: it appeared that the shock originated from the jaws.